Event description:
Pt reported that their one touch profile meter kept giving them the clean test area message. This issue was not resolved with troubleshooting. Medical affairs specialist had called and left a message for the pt in 2004. Pt has not responded. Per the initial info provided by the pt. They were treated by a medical professional. Unk what the treatment was. No further clinical info was provided regarding that. A replacement meter was sent to the pt. A letter is sent to the pt to try and contact them.